Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. During inspection, additional findings of fluid ingress was noted. The reported complaint was unable to be confirmed or duplicated.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator screen is black. The customer confirmed that there was no patient involvement associated with the reported issue.